Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke when in use in the patient's cavity. Nothing fell into patient's cavity, the broken stump was found on the surgical instrument table. There was no patient injury.